Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in an unspecified artery. The 3.5x8mm and 3.5x15mm nc trek balloon dilatation catheters (bdc) were inflated once up to 10 atmospheres (atms) and negative was held for 5 seconds to deflate the balloons, however, the balloons could not be deflated. There was no difficulty removing the stylet or protective sheath and the devices were prepared (air aspiration) outside the anatomy prior to use. Contrast mix used was per instructions for use. The devices were withdrawn fully inflated. The patient had no flow in the artery and hypotension occurred. Adenosine was administered intravenously and another balloon was used for post dilatation. Vasovagal syncope also occurred that needed time to treat and recover which caused a delay in the procedure. The patient improved and there was no prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional nc trek device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The reported patient effects of hypotension and occlusion are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) as known patient effects. The investigation was unable to determine a conclusive cause for the noted balloon rupture on the returned device; however, the reported failure to deflate, patient effects of delay to treatment/therapy, unexpected medical intervention and medication required appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of hypotension, obstruction/occlusion and syncope/fainting and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The reported patient effects of hypotension and occlusion are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as known patient effects. The investigation determined the reported balloon rupture, patient effects of delay to treatment/therapy, unexpected medical intervention and medication required appear to be related to case circumstances of the procedure. A conclusive cause for the reported patient effects of hypotension, obstruction/occlusion and syncope/fainting and the relationship to the product, if any, cannot be determined. Based on the additional information provided, it is likely that during inflation, the balloon became damaged against the totally occluded lesion resulting in the reported balloon rupture during inflation. The noted bends on the device likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design. Or labeling. B3: date of event has been updated and is now an estimated date. Medical device problem code 4060 was removed and 1546 was added. Component code 4755 removed. Investigation conclusions code 4307 added. Mfg narrative ¿ revised.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in an unspecified artery. The 3.5x8mm and 3.5x15mm nc trek balloon dilatation catheters (bdc) were inflated once up to 10 atmospheres (atms) and negative was held for 5 seconds to deflate the balloons, however, the balloons could not be deflated. There was no difficulty removing the stylet or protective sheath and the devices were prepared (air aspiration) outside the anatomy prior to use. Contrast mix used was per instructions for use. The devices were withdrawn fully inflated. The patient had no flow in the artery and hypotension occurred. Adenosine was administered intravenously and another balloon was used for post dilatation. Vasovagal syncope also occurred that needed time to treat and recover which caused a delay in the procedure. The patient improved and there was no prolonged hospitalization. Subsequent to the initially filed report, the following information was received: there was no deflation issue but rather a balloon rupture occurred. No additional information was provided.